Event description:
Fifty six year old female under CPR. 2 defibrillator shocks delivered with zoll 1400. Monitor would not function after the 2 shocks. The rest of the call was run using the fire engine co's semi-automatic defibrillator.